Event description:
A consumer reported cloudy vision and an episode of severe pain following intraocular lens (iol) implant surgery. The consumer was told she had corneal edema and rebound inflammation and was restarted on postoperative topical medication. There was no report of negative impact on daily activities. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).